Manufacturer narrative:
Additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to contain more moisture than expected from normal use (as per product labelling) and failed tga testing. A DHR (device history record) was completed on 01/16/2015 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014 lay user/ patient contacted lifescan (lfs) and alleged their one touch ultra 2 meter read inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the issue began about 4 months ago at 8pm, when they obtained an inaccurate high result of ¿184 and 116 mg/dl¿ with the subject meter and ¿210, 175 and 118 mg/dl¿ with another meter (unknown), performed within 30 minutes. Based on statistical methodology, the calculated difference of these glucose results does exceed lifescan¿s criteria for precision. The patient manages his diabetes with pills, diet and/or exercise. The patient confirmed that he did not make any changes to his usual diabetes management regimen in response to the alleged product issue. The patient claims he developed symptoms of ¿sweating and weak¿ an unspecified time after the product issue. The patient denied receiving medical treatment due to the product issue. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure, the correct approved sample was used and the test strip were not open past their discard or expiry dates and the test strips were stored correctly. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly developed symptoms suggestive of a serious injury after the alleged issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (12/18/2014). The patient¿s meter and test strips have been returned on 12/4/2014 and 12/17/2014, respectively, and evaluated by lifescan product analysis on 12/6/2014 and 12/17/2014, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips involved with this complaint failed testing. The test strips were found to have results above range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.